Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention, and during insertion of a 4.00 x 32 synergy megatron, it was noticed that a stent strut was sticking up. The procedure was completed with another stent and the procedure was completed successfully. No patient complications resulted in relation to this event and the patient was reported to be stable. It was later reported that the target lesion was located in the left main artery. It was noted that the strut was sticking up before trying to insert into the guide catheter. It was confirmed that the stent did not reach the lesion site. There was no resistance felt while using the device. No damage to packaging was noticed prior to opening. It was noted that the hemostatic valve was fully opened to allow for easy passage of the stent. The device was removed and replaced with another of the same device.

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention, and during insertion of a 4.00 x 32 synergy megatron, it was noticed that a stent strut was sticking up. The procedure was completed with another stent and the procedure was completed successfully. No patient complications resulted in relation to this event and the patient was reported to be stable.